Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient returned to center with concerns for changes in impedance on channels 10-12 that occurred in february 2025 measured via school audiologist. Re-implantation is planned for (B)(6) 2025.

Event description:
The recipient returned to center with concerns for changes in impedance. The user has been re-implanted. The electrode lead was found to have extruded through the tympanic membrane and 2 + channels were found extra-cochlear.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the device is not providing benefit to the recipient due to a partial post-operative active electrode migration out of the cochlea in combination with an incomplete insertion of the active electrode during implantation surgery. Further the electrode lead extruded through the tympanic membrane. This is a final report.